Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that error e226 (scope communication error) was displayed in 2d mode, and there was no image output on the monitor during a laparoscopic cholecystectomy therapeutic procedure involving an olympus video system center. There were no reports of patient injury.